Event description:
In response to public health notice of 6/13/97, rptr is notifying FDA about a group of contaminated lead aprons which were identified at this institution in early june. Rptr received the first notification of possible contaminated lead products in e-mail from the network on thursday, june 5. On friday, june 6, distributor for protective shielding products, called to notify rptr of potential contamination in protective lead garments mfg after october, 1996. The rep. Identified deliveries of individual protective garments to three of radiology residents and a hospital purchase of six lead aprons for the operating room (or) staff as potential candidates for contamination. A check of rptr's records showed that no other protective lead garments had been purchased since october of 1996. On the afternoon of the sixth, rptr initiated a survey of the above mentioned lead aprons and thyroid shields. Those belonging to the three radiology residents were surveyed and none of them showed any evidence of contamination. However, when rptr surveyed the six or aprons, rptr found that five of the six were contaminated. The sixth apron, which was not contaminated, had a different style from the other five and probably came from a different lot. The other five were all identical. They were removed from service and have been stored in a secure area until the MFR can make arrangements to exchange them. Removing the five aprons from the or has significantly reduced facilities stock of protective garments.